Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error noted during rewind due to motor encoder out face. Unable to confirm excessive no delivery alarm test or complete functional test due to motor error alarm during rewind. However, all operating currents are within specification. No failed battery test alarms noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she got a failed battery test alarm, no delivery, and motor error alarm in the last 2 out of 3 days. Customer mentioned that she is constantly having low blood glucose (10-12 times) and it started on friday when her blood glucose was 83 mg/dl. Customer treated with 15 carbs and then noticed that her blood glucose was still decreasing. Customer did a self test and the pump passed. Customer switched sites again. Customer stated that she had a MRI on thursday and took the pump off. Customer took the pump into a separate room. Customer reported that she was able to complete the pump rewind. Customer only had 1 motor error alarm within the last 30 days. Customer had a low blood glucose level of 61 mg/dl and treated with food and glucose tablets. Customer's lowest blood glucose was 41 mg/dl. Customer took 12 carbs and suspended the pump. Customer was advised that the insulin pump will need to be replaced.